Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that the main tube was not cracked, however, deep scratches were found on the distal end of the main tube, causing white marks to appear on the tube. The main tube also has various small scratches concentrated in one area, making the area gray in color. No other damage found. The damage to the main tube does not appear to be caused by a defective cannula.

Event description:
It was reported that the shaft of the large needle driver instrument is cracked and/or flaking. No add'l info was provided. No patient harm, adverse outcome or injury was reported.